Event description:
Independent repair center: customer alleged alarming/red light and the key failure was not found, unit not alarming, could not duplicate customers complaint. Provider alleges that they repaired multiple leaks within unit. No new parts needed.